Manufacturer narrative:
UDI: (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that the coupling tool side was not functioning and was defective and the reverse locking mechanism was blocked. It was observed that there was damage on the coupling axis, the motor was below the minimum power, and the trigger was locked. It was further determined that the device failed pretest for check triggers for forward/reverse mode, check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the surgeon reported the device was ¿faulty at the entrance of the drill engagement (not disengaging)". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.